Event description:
It was reported that the device had triggered elective replacement indicator (eri). Approximately one month later, the patient was brought in to change out the device, but the battery voltage was no longer at eri. The procedure was cancelled. The device was replaced approximately two months later after reaching eri again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).